Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking below the drip chamber. The device had been filled with normal saline. The leak was observed by the pharmacist after priming before giving to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure testing and clear passage test and the results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.